Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had prime anomaly and she was unable to read the pump. The customer's blood glucose level was unknown at the time of the incident. The customer reported that she was unable to download readings from the insulin pump, the battery life of the pump was diminished, the pump had squirted once or twice during priming, and there was one long crack on the screen from top to bottom. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No unexpected low battery alarm anomalies noted. No unexpected missing segment/partial display anomalies noted. Device was downloaded to carelink. Carelink report shows all bolus programmed and delivered. Device received with cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).